Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the device history records for this device was not possible without additional device information.

Event description:
It was reported that a patient underwent an unknown spinal fusion with hardware implantation from l4 to s1. At an unknown time post -operatively, it was noted that the s1 screw on the left was broken and the s1 screw on the right was loose. A revision was done to replace the screws. The surgeon was not able to fully remove the broken screw and a piece remains in the patient. New screws were implanted. No additional information is known at this time.